Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -1.75 into the patient's right eye (od). The patient experienced an excessive vault and significant reduction of iridocorneal angles. The lens remains implanted. Reportedly "the surgical intervention will take place at the end of (B)(6) 2024". The reporter indicated the cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5- the lens was exchanged for the same model, shorter length and the problem was resolved. H6- health effect- impact code (f): 2199 should be removed and 4629 should be added. H6- medical device problem code (a): 3189 should be removed and 2993 should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6a.11/07/2023 should be added. (B)(4).